Event description:
There was an allegation of questionable tina-quant igg gen2 results for 4 patient samples on a cobas 8000 cobas c 502 module. The pathologist questioned the results as they did not meet the patients' clinical pictures. On (B)(6) 2026, sample 1 had an initial result of 496 mg/dl. The sample was repeated twice and the results were 1196 mg/dl and 1267 mg/dl. The result of 1196 mg/dl was deemed correct. On (B)(6) 2026, sample 2 had an initial result of 561 mg/dl. The sample was repeated twice and the results were 1245 mg/dl and 1280 mg/dl. The result of 1245 mg/dl was deemed correct. On (B)(6) 2026, sample 3 had an initial result of 1159 mg/dl. The sample was repeated twice and the results were 2256 mg/dl and 2039 mg/dl. The result of 2256 mg/dl was deemed correct. On (B)(6) 2026, sample 4 had an initial result of 199 mg/dl. The initial result was not reported outside of the laboratory. The sample was repeated twice and the results were 499 mg/dl and 505 mg/dl. The result of 499 mg/dl was deemed correct.

Manufacturer narrative:
The reagent lot number is 88498201, with an expiration date of 30-jun-2027. The field service engineer (fse) replaced the sample and reagent probes, performed software adjustments, cleaned the solenoid valves, and performed precision and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.